Event description:
The customer reported that the cardiohelp had a battery 1 defective error message during treatment. The cardiohelp was exchanged. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the battery 1 was not charging. The failure occurred during treatment. The cardiohelp was exchanged. A getinge field service technician (fst) was sent for investigation and repair on 2022-11-24. The both battery packs were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The getinge field service technician confirmed that the new batteries were affected as they were manufactured on 2020-12-18. The log file review was performed on 2022-01-05, it can be confirmed that there was a "battery 1 not charging" error logged on 2022-11-22 (cardiohelp time). The old batteries with the failure ¿battery not charging¿ were investigated within a non conformity. As a corrective action a change was triggered. The supplier of the batteries updated the firmware and the overcharging threshold of the batteries has been increased from 300 mah to 930 mah to reduce the probability of triggering of the overcharge protection flag without negatively affecting the safety mechanism. The root cause was confirmed as a combination of definition of the calibration process and low threshold for overcharge protection flag. As the failure was reduced with the new batteries but not fully fixed the root cause for the new batteries is the same expect the difference in the threshold that increased from 300mah to 930 mah. The first cardiohelp with the new batteries was manufactured 2020-11-19. Part one: the overcharge protection flag has a safety mechanism to ensure that the battery is stopping the charge process when hitting trigger mechanism, in order to protect the battery cells from overheating and damaging. The overcharge protection threshold for the affected battery is 930 mah. Condition for the error is as following: when the batteries are charged and during this process the overcharge protection threshold of 930 mah is exceeded, the battery blocks itself from further charging. The overcharge protection flag has a volatile nature and is removed when the battery achieves an discharge rate of 2 mah. This discharge is present during normal battery mode operation of the cardiohelp. After that the battery is again in a normal condition and can be charged again. Part two: the cardiohelp battery is a smart battery and has an integrated self-discharge calculation. The self-discharge of the battery is approximately 5% per month. As this is a calculated value, the batteries must be calibrated according to the user manual to align the calculated charge capacity to the physical charge capacity. Part three: now combining part one and two, it leads to a situation that the battery is locked by overcharge protection for further charging until the device is going in battery mode and calculated self-discharge over a longer period of time without operation of the device, the battery has the state that it cannot charge and is simultaneously not fully charged (calculated capacity). This batteries require a calibration. The calibration process is starting as following: first charge to maximum, then discharge, charge again and set the calculated capacity to 100%. As the battery is in a protection state and the calibration process always starts with a charging cycle, the calibration process is failing as it cannot be completed. Per calibration process it is only allowed to repeat calibration three times, after that the batteries must be replaced. This leads to a pseudo error where a conforming battery is identified as nonconforming by the calibration process. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a maximum safety. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. Furthermore, in the IFU of the cardiohelp (instructions for use, chapter 2.3 intra- and inter-hospital patient transportation) the following warning is included : "only ever start the application when the batteries of the cardiohelp-I are fully charged and calibrated." The device was manufactured on 2021-02-19. The device history record (DHR) of the cardiohelp was reviewed on 2023-01-03. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure ¿battery 1 was not charging¿ can be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. This complaint was found in the database of customer complaints as a single event (timeframe backwards one year since aware date) the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.